Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the outer coil to be compressed/bent with five fractured filars, and with the inner and outer insulations breached/damaged consistent with clavicular crush damage. The cause of the reported events was isolated to the fractured outer coil and the damaged inner insulation at the clavicular crush region.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. A revision procedure was performed. Lead insulation damage was visually observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.